Event description:
On september 13, 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 displayed inaccurately erratic blood glucose results. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to confirm when the alleged inaccuracy issue began and claimed obtaining similar blood glucose readings over an unspecified period prior to contacting lfs customer service. On (B)(6) 2018 the patient obtained inaccurately erratic blood glucose results on the subject meter of ¿242 mg/dl¿ at 8:00 am and ¿269 mg/dl¿ at 9:30am. The reported time difference of more than 20 minutes between readings makes this comparison invalid for the purposes of determining an inaccuracy. The patient manages her diabetes with a combination of medication, levimir and novolog insulin (self-adjuster). She reported that after obtaining the alleged inaccurate result of ¿269 mg/dl¿ she administered her usual dose of medication. On september 13, 2018 at an unspecified time after the alleged meter issue, the patient stated to develop symptoms of feeling ¿very weak and very shaky¿ which she attributed to low blood glucose level. The patient self-treated eating more food with sugar. During troubleshooting, the csr established that the patient¿s meter was set to the correct unit of measure at the time of testing and the patient confirmed that she had used an approved sample site to obtain the blood sample. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.